Event description:
It was reported, that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous, and moderately calcified left coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted, that the balloon ruptured at 8atm for 15 seconds. The device was removed without any problem using normal method. And the procedure was completed with a different device. No patient complications reported. And the patient was good post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.